Event description:
The esophageal stent was put together, at which time a fold was noted inside of the stent. The stent was placed in the patient, hoping that the fold in the stent would come out on its own. Attempts were made with the gastroscope and forceps to try to remove the fold; however, these attempts were unsuccessful. The stent was then removed from the patient and a second stent was placed without complications.